Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated that the lens met release criteria. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. Attempts have been made to obtain add¿l info on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).

Event description:
An administrator reported that following intraocular lens (iol) implant surgery, the pt was unhappy with his vision due to an unexpected postoperative refraction. In a follow up, the administrator reported the pt was treated with hypertonic saline drops and ointment and steroid drops. The pt had a secondary surgical procedure at approximately nine weeks postoperative for corneal abridgement for anterior basement membrane dystrophy of the cornea. In the opinion of the surgeon, the device did not cause or contribute to the event. The event continues. An unapproved viscoelastic was used during the surgical procedure.